Manufacturer narrative:
Device evaluation of battery pack is currently underway. The reported problem (will not power) was confirmed. As received the battery pack will not power up a monitor. The battery failed incoming functionality testing. Root cause investigation is currently underway at supplier. Investigation underway no adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.